Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month later, filter removal was attempted. Using ultrasound guidance, the internal jugular vein was cannulated with an #18-gauge single needle. A glide wire was then placed into the right atrium and manipulated into the inferior vena cava. Next, dilator introducer was passed over the wire and a multipurpose catheter was used to adjust the tip of the filter. Next, the recovery cone was advanced through the catheter and used to engage the tip of the filter. Next, the filter was grasped, and the sheath was advanced over the filter. The filter was then removed. A preprocedural venacavogram demonstrated no apparent clot in the filter; however, when the filter was removed, thrombus material was noted. Therefore, the investigation is inconclusive for alleged filter tit and perforation of the inferior vena cava as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately twelve years and ten months post filter deployment, the computed tomography (CT) scan showed that the inferior vena cava filter was perforating and tilting. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately twelve years ten months post filter deployment, the patient allegedly had a CT scan that showed that the ivc filter was perforating and tilting. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.